Event description:
The company was informed that the pt reportedly developed a stitch abscess at the implant site followed by wound dehiscence. The internal device was partially extruded. The pt's device was explanted. The surgeon reported no other intervention was performed. The pt is reportedly doing well.